Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 october 2024, a 29mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-dilatation balloon aortic valvuloplasty (bav) was performed. The patient developed an arrhythmia. The valve was successfully implanted. A post-dilatation bav was performed with a 24mm balloon due to a moderate perivalvular leak (pvl). After the bav, the pvl was trace to mild with gradient of 6mmhg. The final implant depth was 3mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). On (B)(6) 2024, the patient received a permanent pacemaker prior to discharge.

Manufacturer narrative:
An event of paravalvular leak (pvl) and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. A cause for the reported bradycardia could not be conclusively determined. The reported surgery and unexpected medical intervention were the results of case-specific circumstances. H6 health effect - clinical code: removed code 1721 arrhythmia. Added code 1751 bradycardia.

Event description:
Subsequent to the previously filed report, additional information was received: the patient developed bradycardia.